Event description:
Reporter indicated that the pt fell and "jarred" the pulse generator. The surgeon elected to replace the pulse generator due to trauma at the generator site. Further follow-up concluded that the pt is doing well and no further problems have been reported. The cause of the device migration was likely due to the trauma experienced by the pt.